Event description:
This is a dialysis bath and once mixed it is to yield 2meq of potassium per liter. The labeling on the amount of potassium chloride actually in the gallon jug is incorrect. It is labeled as 2.7 grams per ml, it should be twice that, or 5.4 grams per ml. This is a labeling error. Pharmacist has contacted the MFR and they are aware of this problem.